Event description:
During a laparscopic cholecystectomy procedure, the blade tip broke. Retrieved blade tip from patient and used a new blade to complete the procedure. There was no patient consequence.